Event description:
A (B)(6) year old male underwent a venous procedure with occlusion on (B)(6) 2013. The procedure went as follows: crossed over with wire and ballooned it. There was a severe narrowing. Placed stent in patella area. Unsheathed and deployed. Took an 8 x 12 balloon to post dilate. The balloon ruptured and balloon could not be retrieved. The balloon may have ruptured due to snagging on the stent. The stent had elongated to greater than 20 cm. The mid aspect has elongated, as seen on fluoro. Transpopliteal to snare balloon. Balloon broke and both parts were retrieved. The pt is stable and thrombosed. The physician is reluctant to use more stents due to the pt's condition. The stent remains in the pt but everything else was retrieved.

Manufacturer narrative:
Pt code: removal of device portion is not labeled in the IFU. Device code: stent elongation is not labeled in the IFU. No product was returned to assist in this investigation. The engineering team leader consulted on this complaint. His comments "from the complaint's hard to discern if the stent was; elongated during it's deployment or; if it elongated because it got snagged on the burst balloon. In scenario "a" they may have not used the proper "pin and pull" stent deployment technique i.e. They pulled back on the whole deployment system causing elongation of the stent with the associated non-uniform stent deployment having stent struts not laying flat and subsequently puncturing the balloon. In scenario "b" they have a good stent deployment and then go to post-dilate the stent with the balloon. Either they encounter a sharp calcified lesion which bursts the balloon or use a balloon inflation pressure that's above rbp and burst the balloon. The tear in the balloon then catches the stent during removal and elongates and deforms the stent with consequences similar to what happens eventually in scenario "a". Scenario "b" might be more likely. Device failure was caused by another device, i.e. The balloon used for post balloon. We will continue to monitor for similar complaints.